Manufacturer narrative:
For of the reported event, the device was returned to bd for evaluation. Visual and microscopic inspection found two partial circumferential splits near the 13 cm depth marker. The more distal of the two split was c-shaped and is characterized by a smooth surface, buckling, and preferential kinking. The more proximal of the two split was characterized by a smooth surface and preferential kinking. Based upon the smooth surfaces, proximity of the two splits, and buckling on the distal split the investigation is confirmed for the alleged leak, specifically for flexural fatigue. The definitive root cause could not be determined based upon the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 1808560 port and catheter experienced a fluid leak and fracture. Of this event, the device was used on the patient with no reported injury. The patient was (B)(6) years old and (B)(6) lbs. The patient¿s sex was not provided. The 1808560 port and catheter was returned for evaluation. The investigation confirmed the complaints but was unable to find a definitive root cause.